Manufacturer narrative:
The subject device is currently in process of evaluation by the manufacturer.

Event description:
A renegade microcatheter was advanced to the right bronchial artery along with a transend .014" ex guidewire, then a vortx fibered platinum coil was inserted into the microctheter and it was pushed to the distal segment with the coil pusher-16. When the coil pusher-16 was pulled after the coil was deployed, resistance was felt. When the coil pusher-16 was pulled again, the physician felt that it had broken off. After it was removed, it was noticed that the plastic segment had become lose and the stainless portion was exposed. The renegade microcatheter was pulled out and it was noticed that the plastic segment remained inside the lumen. The patient was reported in good condition.